Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. During visual inspection it was observed the distal tip was split and there was soft tip damaged. Deep scratches were observed on the sheath shaft approximately 7.25 inches in length from distal tip. The sheath liner was fully expanded as designed. The liner is partially delaminated and bunched near the distal tip. The marker band was present. The crimp balloon was torn proximal to I/c bond. Due to the nature of the complaint, no dimensional or functional testing was conducted. The complaint was confirmed visually. DHR review did not reveal any manufacturing related issues that could have contributed to this complaint event. A review of lot history did not reveal any other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from october 2019 through september 2020 revealed additional similar complaints, but no manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tipped. Ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely form the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. Ventricular perforation: care should be taken during wire exchange, crossing and thv positioning to prevent ventricular perforation. The stiff portion of guidewire should be incorporated into the curved section of the wire. Ensure guidewire is properly looped in ventricle apex prior to native valve crossing. Stiff portion of the guidewire should extend beyond distal end of delivery system at all times. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: aortic occlusion balloon, iliac occlusion balloon, reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that manufacturing non-conformances contributed to the reported events. The complaint for ¿sheath distal tip ¿ split¿ was confirmed based on the visual inspection of the returned device. The investigation of the device revealed no indication that a manufacturing conformance contributed to the event. A review of DHR, lot history, complaint history and manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, severe calcification and mild tortuosity were present in the patient¿s vasculature. Deep scratches observed on the sheath shaft is indicative of the sheath interacting with calcium nodules. Calcification may interact with the sheath tip (and along shaft) during device insertion or retrieval that could damage the sheath and potentially cause the observed splitting in the distal end of the sheath. Tortuosity may increase the likelihood of device interaction with calcification. The torn balloon observed displayed an altered profile that could have induced the interaction between ds/balloon and sheath tip during device withdrawal. Bunching and partial delamination of the sheath liner in the distal tip are indicative of the sheath ds/balloon catching on the sheath tip with additional forces used to retrieve the ds. If excessive force was applied during the retrieval of delivery system (with crimped valve and altered balloon profile), it could lead to the observed sheath distal tip liner delamination and split. Per the training manual, ¿do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.¿ as such, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device maneuvering during retrieval the torn balloon through sheath) may have contributed to the complaint event. However, a definitive root cause could not be determined at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The cause for the iliac and femoral artery injury could not be determined. However, patient factors (small diameter and disease, calcification/tortuosity) and/or procedural factors (excessive device maneuvering during retrieval the torn balloon through sheath) may have been contributing factors. The complaint was confirmed. However, no manufacturing nonconformance was identified during the evaluation. Available information suggests that patient factor (calcification/tortuosity) and procedural factors (excessive manipulation during retrieval of the torn balloon) contributed to the reported events. Since no labeling, training, or IFU deficiencies were identified or manufacturing non-conformances were identified, neither corrective/preventative action, nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was received. Per pre-decontamination evaluation, during visual analysis of the returned 14f esheath, it was observed that the distal tip was split, there was minor soft tip damage, there was partial delamination (not circumferential), and there were deep scratches approximately 7.25 inches in length. The investigation is ongoing.

Manufacturer narrative:
Additional information was received. The sheath and delivery were removed together as a unit. The iliac and femoral vessels were treated with a covered stent due to an artery dissection. The cause for the artery dissection could not be determined. The patient¿s minimum luminal diameter was 5.5, had a high degree of calcification, and was not particular tortuous.

Manufacturer narrative:
UDI number: (B)(4). This is two of two manufacturer reports being submitted for this case. This report represents the sheath used in this case. Please reference related manufacturer report number: 2015691-2020-13925. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr sheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the iliac and femoral artery injury could not be determined. However, patient factors (small diameter and disease) may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in italy, prior to implant of a 26mm sapien 3 valve in the aortic position using transfemoral approach, the femoral and iliac vessel was pre-dilated due to small diameter and disease. There was no difficulty inserting the esheath. During valve alignment, there was high resistance and, the valve was not centered exactly between the valve alignment markers after multiple attempts. The native valve was able to be crossed without issue. After the flex catheter was pulled back the valve moved proximal. Due to the patient¿s instability, the valve was attempted to be deployed. However, the valve did not open during inflation due to a balloon rupture. The delivery catheter was removed without resistance. A non-edwards valve was implanted without issue. Post procedure, the iliac and femoral vessel was treated with a covered stent. One day post procedure, the patient passed away. Autopsy was not performed, but the physician considered a ventricular perforation by the guide wire occurred during the procedure.